Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. The customer stated that they were out in the heat for 3 days. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the self test. No unexpected stripes or black screen on the display noted. All buttons functioning properly. No damage found on the lcd isolation tape noted and no unlocked lcd keypad connector during visual inspection. Insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.